Event description:
The nurse disconnected the intravenous tubing that was piggybacked into the main sims deltec intravenous tubing [which was connected] to the pt's hickman catheter. The nurse returned to the pt room approximately one minute later and found that blood was dripping onto the floor. The nurse noted that the blue check valve on the primary tubing did not close and blood was leaking from the hickman catheter.